Event description:
It was reported the atrial lead had slightly elevated thresholds. The patient's system was being upgraded to a biventricular defibrillator; subsequently, the physician decided to remove the lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the proximal conductor. The outer insulation was melted, cosmetic environmental stress cracking was noted and it was breached cut. Visual analysis revealed apparent explant damage to the lead.